Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 584 mg/dl. The pump supplies were changed, a bolus was delivered, and manual injections were administered in an attempt to resolve the issue. Ultimately, the customer went to the emergency room (ER) due to elevated bg of 392 mg/dl. Customer was treated with intravenous fluids and was released from the emergency room (ER) after approximately 8 hours. Upon being released from the ER, the customer's bg was 257 mg/dl and the customer was "feeling better."